Event description:
It was reported that when customer using a basal square bolus features on the insulin pump if she does not look at the screen and pressing twice on act the insulin pump turns off and bolus stops. Customer stated that she had already issue looking at the screen clearly. Customer reported that during hypo she had also issues when changing her temp basal. Customer's blood glucose was 7.1mmol/l. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.